Manufacturer narrative:
The service rep removed and replaced power supply. Column now functioning properly on all movements. All other functions working per specs.

Event description:
Customer reported c-arm column will not move up or down. No pt injuries were reported.